Event description:
A diabetes nurse educator called to obtain info in regards to the pump's warranty. During the call the nurse mentioned that the customer was hospitalized due to dka. The contact stated that the customer has not been released. Also the nurse indicated that the customer has bronchitis and currently is using the pump.